Event description:
It was reported that the patient with this pacemaker device visited the clinic due to difficulties with remote interrogation. The pacemaker was interrogated with a programmer and found to be in safety mode. Subsequently, a device replacement procedure was performed, the pacemaker was explanted and replaced with a new device successfully. No additional adverse patient effects were reported. The device was returned to facility for analysis.

Event description:
It was reported that the patient with this pacemaker device visited the clinic due to difficulties with remote interrogation. The pacemaker was interrogated with a programmer and found to be in safety mode. Subsequently, a device replacement procedure was performed, the pacemaker was explanted and replaced with a new device successfully. No additional adverse patient effects were reported. The device was returned to facility for analysis.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual inspection of the device case and header showed no anomalies. The device could not be interrogated and was exhibiting no pacing pulses. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source. Testing confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause was unable to be determined.